Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that at this time they had not scheduled a lateral x-ray yet. The hcp would not see the patient for another 90 days. The cause of the reduced reservoir capacity had not been determined at this time. The hcp stated that she tried to withdraw excess air three times in attempts to clear any air bubble that might have formed, but it did not resolve the issue and the pump was only filled with the 34 ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via manufacturer representative (rep), regarding a patient who was receiving intrathecal hydromorphone and clonidine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported that the hcp was unable to fill the pump to capacity, they were able to put 34 ml in the pump. The hcp was able to aspirate the amount expected, but when they tried to fill it was only able to fill at 34 ml. The hcp mentioned that this happened over the last three refills (beginning about 6 months ago). Technical services (tss) reviewed reasons for physical deformation to the pump. It was confirmed with the patient that they were not receiving hyperbaric therapy or scuba diving. Tss suggested a lateral x-ray to ensure bellows are expanding to capacity. The hcp mentioned the patient was rapidly losing weight and depressed. The issue was not resolved through troubleshooting.